Manufacturer narrative:
Device is a veterinary product. Device is similar to a device marketed for human use. A review of the device history records was performed and no complaint related issues were found. The device was returned and it was noted that the plate was in two pieces resulting from fractures located at the second shaft hole. The fractures were in line with the center of the hole, and were clean brakes with no indication of tearing. Further visual examination of the head piece demonstrated an upward bend originating near the first shaft hole and ending at the breakage area. The underside of the head piece had three small gouges which appeared to be hand tool marks. The other half of the broken plate showed a wear mark located on the fifth shaft hole, with similar marks on the first hole. The parts returned met all dimensional requirements, and the conditions noted during visual examination were considered the result of field usage. The root cause was indeterminate. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding device was used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that the plate broke at the second hole on top of the shaft after being in the dog's right leg. The patient is a (B)(6) labrador retriever. No patient harm.